Event description:
Healthy (B)(6) had deteriorating and progressively debilitating symptoms that started directly one month after being implanted with mentor memorygel smooth round silicone breast implants. Chronic fatigue, cognitive difficulties, foggy brain, shortness of breath, immune system became compromised from the implants, lowered immunity and constant sickness, homocysteine levels skyrocketed to 80's, fibromyalgia, lymphadenopathy, and autoimmune thyroid illness. All problems that I did not have before implants. I was a healthy, active, motivated and driven individual with lots of energy and life. The implants have left me debilitated and am now having to explant, 2.8 years later since being implanted (in (B)(6) 2013). Ingredients of what is in the implants are kept secret and the truth of how they bleed toxins, heavy metals, neurotoxins, etc and debilitate the body are not told to the public. I would have never gotten them had I known how unsafe, debilitating, and health compromising they are. I've lost almost three years of my youth of being in my early 20s to them.